Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed contrast in the balloon and wire lumen and damage to the distal tip. There was a hole in the inner shaft within the balloon 8mm from the distal markerband. The inner shaft was kinked 6mm from the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred the 90% stenosed target lesion was located in the non calcified and moderately tortuous left forearm shunt . The 4.0mm x 40mm/40cm sterling balloon ruptured at 6atms on the initial inflation. There was no resistance during use. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event : (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred the 90% stenosed target lesion was located in the non calcified and moderately tortuous left forearm shunt . The 4.0mm x 40mm/40cm sterling balloon ruptured at 6atms on the initial inflation. There was no resistance during use. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.